Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power during a procedure. The system was switch out to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information: the customer reported that the phaco handpiece had no phaco power. It is unknown when the reported event occurred. There was no reported harm to the patient. The company representative examined the system and tested all of the handpieces. No problems or abnormalities were found. The company representative found multiple system messages (sm) - [u/s hp failure ¿ handpiece current low] and sm - [handpiece test failed, bandwidth high], but was unable to replicate the reported event. The company representative was able to link every sm in the event log to the phaco handpiece serial number. The ultrasound handpiece cable assembly was replaced as a preventive measure. The system was then tested and met all product specifications. With no additional related information, the customer reported event of no phaco was not able to be confirmed. The phaco handpiece was manufactured on may 11, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).